Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1999 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the oversleeve and the catheter connector could not be connected. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty connecting an nxt connector was unconfirmed as the alleged problem could not be replicated. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. The connector pieces were returned not assembled. An attempt was made to pass a non-complaint 4 fr single lumen groshong clearvue catheter through the distal connector piece, and the catheter was found to be able to pass into and through the connector piece without difficulty. The distal connector piece was bisected, and a microscopic observation revealed the internal compression sleeve was not advanced, and no damage or defect was observed within the distal connector piece. No damage or defect was observed on the proximal or distal connector pieces.

Event description:
It was reported that the oversleeve and the catheter connector could not be connected. There was no reported patient injury. No other information was provided.